Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report leaflet tear during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4. The first clip was successfully implanted and mr was reduced to 1-2. A second clip delivery system (cds 60723u166) was advanced to the mitral valve to further reduce the mr. During positioning of the second clip, the delivery catheter handle was rotated while in the left ventricle and the clip got caught on the tip of the anterior mitral leaflet. The clip was able to be freed from the leaflet by rotating the delivery catheter handle; however, a leaflet tear was observed. The second clip was implanted but mr returned to 4 due to the leaflet tear. A third clip was advanced to the mitral valve. Leaflet grasping was performed, however, there was no change in mr. Therefore, this clip was not deployed and the cds was removed. With two clips implanted mr remained at grade 4. The patient is in stable condition. Discussion over possible mitral valve replacement is to take place with cardiac surgeon. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device: failure to follow instructions- the mitraclip instructions for use warns the user "do not make substantial clip arm orientation adjustment in the lv. Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention." The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported delivery catheter (dc) handle rotated in the left ventricle resulted in the clip becoming caught in the chordae (difficulty in removing the clip from the anatomy). The reported tissue damage was a result of difficulty removing the clip from the anatomy (procedural circumstances) and the unchanged mitral regurgitation (mr) was a cascading effect of the tissue damage. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was attempted to be implanted to reduce the mr further. There is no indication of a product quality issue with respect to manufacture, design or labeling.